Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The reported fiber failure during a procedure was confirmed. It was identified that the fiber energy was not travelling to the working end of the fiber due to a body break observed at approximately 1.75 cm from knob. The distal end of the fiber was identified to be bent where the break occurred. The forward firing test was unable to be performed due to the fiber break. The fiber card data was reviewed, and no error messages were issued; the fiber was recognized and used. A soft joule limit was issued, which is not a failure. It is a courtesy message issued during the point at which any fiber removal from the console would invalidate further fiber usage.

Event description:
It was reported that, during photoselective vaporization of the prostate procedure, the fiber stopped putting out energy. It was noted that 63,595 joules had been expended, and 180 w setting was used. There were no error indications displayed. The fiber was replaced, and the procedure was completed using a backup xps fiber with no patient complications. Analysis of the returned fiber identified that the fiber was broken.